Event description:
The spouse of a (B)(6) male pt called zoll customer support to report the pt was receiving check belt alarms and that the pt's belt connector was damaged. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon investigation the trunk cable connector was damaged and the white (driven ground) wire was open. The root cause of the damaged connector cannot be positively identified, but was likely a result of excessive force. No adverse event resulted form the damaged electrode belt. The pt received a replacement electrode belt.